Manufacturer narrative:
No response from consumer, product not returned.

Event description:
Customer called stating that the equate night protector mouth guard fell apart. No further information received.